Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and verified that guided tool change worked as expected and the system verification passed. The fse then tried to get the mtm to move when the instrument was inserted. It was concluded that the most likely scenario was that the surgeon took control of the instrument at the exact moment that the guided tool change completed but before the brakes fully engaged. It allowed the insertion to move past the point where the brakes would have engaged and the mtm started travelling with the instrument out of the surgeon's hand. After that, momentum carried the mtm down and the instrument followed. The fse explained this to the clinical sales representative (csr) that this was the highest probability scenario and was working with the surgeon to have them be more intentional about taking control after a guided tool change to mitigate the opportunity. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, that they exchanged the grasper out of the universal surgical manipulator (usm) 1 and placed a sureform stapler instrument with a white reload, it ran through the calibration normally. However, it was noticed that the guided tool change was not available as no flashing green lights were present. The customer could not recall what color the leads were. They went to insert the newly installed instrument into the patient, and it moved on its own and that the master tool manipulator (mtm) was pulled out of the hands at the same time. It was stated no messages or errors were present. The customer was able to reset the instrument insertion position and complete the case as planned. The technical support engineer (tse) reviewed logs and found no related errors on the system. The procedure was completed with no reported injury.